Event description:
In 2008, the sales representative reported that during surgery, the surgeon was attempting to lock down the closure top when the driver stripped. Additional information received, april 21, 2008, via telephone. The sales rep reported that during surgery, the surgeon was attempting to implant the first closure top and the driver stripped the closure top. The surgeon intervened and explanted the closure top and replaced it with another. At that time, the surgeon changed out the driver to the second driver and completed the surgery.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.